Event description:
It was reported the increase amplitude button on the patient's scs system programmer does not work. A new programmer was sent to the pt to address the issue. Follow-up identified the replacement programmer resolved the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.